Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device is not charging, the pin is missing from the charging port. There was no reported patient involvement, therefore no health consequences or impact.